Event description:
Boston scientific received information that this transvenous right atrial lead ra lead had fractured. Pace impedance exceeded 2,000 ohms in both unipolar and biolar testing configurations. No p-wave sensing was present. The patient was noted as tachycardic, and had presented to the emergency room, whereupon this lead issue was found. The local area sales representative confirmed that this lead fracture had nothing to do with the patient's emergency room visit. The fracture had been known of by the following clinic but not a bsc representative until the time of this report. The bsc representative confirmed that the patient is fine and there were no issues beyond the identified lead fracture. The physician was still determining how to address the issue.

Manufacturer narrative:
To date, information suggests that this ra lead remains in service. As new information would become available, this report will be further evaluated and updated.